Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had psychological disorder that caused him to mess with his implant. Patient had a history of (B)(6) with previous implant but was pretreated prophylactically. The patient did not leave incision alone and it opened up causing another infection that led the healthcare provider (hcp) to explant the device. Patient had device explanted on (B)(6) 2016. The issue was resolved at time of the reported. Patient status was noted as alive and no injury. It was noted that patient was a prison inmate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.